Event description:
Subsequent to the initial report filing, additional information was received stating that the device was prepped inside the patient.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: 0.014 agosalxs0.8, therapy date: (B)(6) 2013. Guide cath: sheathless, therapy date: (B)(6) 2013. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of fox sv balloon inside the anatomy, when negative pressure was applied using an indeflator, air came into the device. It was confirmed that contrast medium leaked in the anatomy. No adverse patient health impact was reported. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. It should be noted the fox sv percutaneous transluminal angioplasty (pta) balloon catheter instructions for use (IFU) states: fill an inflation device or a syringe with the diluted contrast medium, connect to the inflation port of lure. Inject diluted contrast medium to partially inflate the balloon. Deflate the balloon by drawing back on the syringe plunger, thereby drawing the air bubbles from the balloon into the syringe. Repeat steps until all of the air in the balloon has been displaced by the diluted inflation medium.